Manufacturer narrative:
The user reported being unable to access the connected apps feature when attempting to connect to librelinkup. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle libre 3 app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified application issue was reported with the adc device in use with samsung galaxy a13 phone with android operating system version 13 and app version 3.5.1.10363. The customer's freestyle libre 3 application was showing a "yellow triangle black exclamation mark" for 3 days and was unable to connect to the freestyle libre linkup caregiver application. As a result, the caregiver was not notified via the linkup application of customer's glycemic status. Customer experienced hypoglycemia and self-treated by eating something, but treatment was insufficient and they experienced a loss of consciousness. Caregiver arrived sometime later and treated the customer with glucagon and baqsimi (nasal glucagon). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the first event date provided by the reporter. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified application issue was reported with the adc device in use with samsung galaxy a13 phone with android operating system version 13. The customer's freestyle libre 3 application was showing a "yellow triangle black exclamation mark" for 3 days and was unable to connect to the freestyle libre linkup caregiver application. As a result, the caregiver was not notified via the linkup application of customer's glycemic status. Customer experienced hypoglycemia and self-treated by eating something, but treatment was insufficient and they experienced a loss of consciousness. Caregiver arrived sometime later and treated the customer with glucagon and baqsimi (nasal glucagon). There was no report of death or permanent impairment associated with this event.